Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information provided by edwards clinical specialist. Imagery was not provided for evaluation. Event may have potentially been influenced by patient health factors; however, a definite root cause is unable to be determined. The reported conduction disturbance does not allege a malfunction that could be related to an edwards manufacturing deficiency. The event does not allege a labeling issue or device related infection; therefore, no lot history review or manufacturing mitigations review are required. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in united kingdom, a patient received an evoque valve in tricuspid position where, on post-operative day (pod) 4, patient had atrial fibrillation with slow ventricular response (<40bpm) and a right ventricle (rv) lead permanent pacemaker was implanted.